Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully covered stent was successfully implanted during a stent placement procedure performed on (B)(6) 2013. According to the complainant, the stent was implanted to treat a malignant stricture in the mid esophagus due to airway cancer prior to chemo-radiotherapy. Reportedly, the patient started chemotherapy on an unknown date. On december 29, 2013, it was reported that the patient had been admitted to the intensive care unit with severe bleeding from the stent eroding through to the aorta. Subsequently, the patient died. The physician who implanted the stent commented that there was too much blood in the esophagus and stomach to know where the blood was coming from. But he thought the bleeding was not due to an esophageal perforation but rather it was a gastrointestinal bleed. A CT scan was performed and free air was noted in the peritoneal cavity suggesting gastro duodenal perforation and erosion due to the tumor. As an initial assessment, the cause of death was reported to be perforation and uncontrollable bleeding. Further follow-up from the physician stated that an erosion of the artery due to the tumor could have caused the bleeding, perforation and death. There were no alleged issues or malfunctions of the stent by the physician that led to the patient¿s death, however; the nurse alleged that the stent caused the erosion. An autopsy was not performed.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully covered stent was successfully implanted during a stent placement procedure performed on (B)(6) 2013. According to the complainant, the stent was implanted to treat a malignant stricture in the mid esophagus due to airway cancer prior to chemo-radiotherapy. Reportedly, the patient started chemotherapy on an unknown date. On (B)(6) 2013, it was reported that the patient had been admitted to the intensive care unit with severe bleeding from the stent eroding through to the aorta. Subsequently, the patient died. In the physician¿s assessment, the bleeding was not due to an esophageal perforation but rather it was a gastrointestinal bleed. According to the physician, a CT scan was performed and free air was noted in the peritoneal cavity suggesting gastroduodenal perforation. In the physician¿s assessment, the perforation and bleeding led to the patient's death and the stent was not related to the perforation or the patient's death. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
The device was not returned; therefore, a technical analysis could not be performed. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label. Death and perforation are listed in the dfu for this product as a potential post stent placement complications related to the use of this device. Therefore, the most probable root cause is anticipated procedural complication.